Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The motor device was evaluated and the reported condition that the hose of the device was making a sound like it was leaking air and the device was not at full power was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device could not secure/lock the cutter device, the device was overheating, and the locking components were damaged. It was further determined that the device failed pretest for cutter lock assessment and temperature assessment. The assignable root cause of these conditions was determined to be traced to the user, which is user error.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure it was observed that the hose of the motor device was making a sound like it was leaking air and the device was not at full power. It was reported that it took a long time to make a burr hole. It was reported that there was a 5 to 10-minute delay in the procedure due to the event. It was reported that an unspecified spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.